Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The facility's biomed found the rocker over the brake caster would not move. The facility replaced the brake bearings to repair the bed.